Event description:
It was reported that the patient was deceased and died following a mechanical fall into an elevator shaft. It was also reported that the implantable pulse generator (ipg) recommended replacement unexpectedly with outputs at 5v at 1.0msec. Analysis of the ipg has been requested.

Manufacturer narrative:
Product event summary # product ID# sesr01. The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
No eval. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).